Event description:
Additional information received reported that the cause for the multiple motor stalls was not determined. The patient¿s pump was nearing eri as a possible reason. The environmental, patient, external factors that may have caused or contributed to the issue was the patient had been hospitalized in november for an unrelated issue, but not confirmed whether this was the cause of the motor stall. No mris were performed during hospital stay. The actions and interventions taken to resolve the motor stalls was they interrogated pump and looked at logs for motor stall history. Called the manufacturer to discuss. No further interventions were taken to resolve motor stalls. The pump was programmed for minimum rate and the patient was given oral medication. The pump will either be replaced by a new pump or the system will be completely removed. The patient is going to decide at her next office appointment, and the physician will let us know the patient¿s decision. This visit is not yet scheduled. The patient¿s weight was greater than 300lbs. More specific data is not available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (5 mg/ml at 1.7635 mg/day) via an implantable pump for spinal pain. It was reported that the patient has heard the pump intermittently alarming for the past few weeks. The rep stated that the pump status was checked on (B)(6) 2021 and showed a current motor stall. The pump logs were checked and there were multiple motor stalls and recoveries dating back to (B)(6) 2021. The rep denied electromagnetic interference (emi) or magnetic interaction i.e. MRI. No symptoms/patient complications were reported.